Event description:
The hcp reported that the patient expired 2006. The patient had been hospitalized for and increase in frequency of seizure activity over the past year the patient was seen in 2006 at which time the oral baclofen dose was decreased and the intrathecal lioresal 2000 mcg/ml dose was increased from 630 mcg/day to 690 mcg/day. The patient was seen in the hospital in early february and the lioresal dose was decreased back down to 630 mcg/day due to altered mental status. The patient developed adult respiratory distress syndrome. He had a mucous plug in the endotracheal tube and developed brady/trachy arrhythmias and required re-intubation. Following intubation the patient developed torsade, converted to sinus rhythm and eventually developed other dysrhythmias which could not be treated successfully and the patient subsequently expired. The hcp reported that the patient had been experiencing and increase in seizures and they were not believed to be related to the lioresal dosing. The patient had a history of "respiratory issues" requiring use of continuous positve airway pressure therapy in the past. An autopsy was perforrmed. Cause of death is unknown at this time.